Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (endoleak); incorrect technique/procedure (minimal overlap of stent grafts) evaluation codes, conclusion: operational context contributed to event (minimal overlap of stent grafts).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm, ap proximately eight years ago. Aneurysm size from the time of implant is unknown. It was reported that during a routine CT scan review, the stent graft was found to have migrated approximately 2 cm distally. There was also a type iii endoleak, separation between the contralateral limb and the contralateral gate due to minimal overlap at this area. There were two yrirx16115 iliac limbs that were originally implanted; however, it is unknown which one was the contralateral limb. The physician elected to implant an aneurx iliac limb and successfully resolved the type iii endoleak, separation. The migration was not addressed as there was no endoleak. The patient will continue to be monitored. No additional clinical sequelae were reported and the patient is fine.